Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urological/gynecological. According to the reporter: the pt was treated for her pelvic organ prolapse. The pt has experienced pain and injury, has undergone and will undergo corrective surgery or surgeries.